Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the customer observed a "service required" message upon boot up. It was reported that the device was in clinical use at the time the alleged failure was observed. However, there was no adverse patient impact .